Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system displayed "door open" when the gantry door was fully closed. The door switch was damaged. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000166, h6: the system was serviced in the field by a medtronic representative. Inspection found the door closure side switch was damaged. The door side switch was replaced. Codes b01, c07, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.